Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect anti-hbc ii result of (B)(6) was generated for a patient sample (ID (B)(6)) that retested (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive results for one samples tested with the architect anti-hbc ii assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Based on our investigation, we have determined that there is no general issue with the architect anti-hbc ii reagent lot identified in the complaint.